Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage /some portion of the essure device left both in the right and left cornua'), fallopian tube perforation ('perforation fallopian tubes'), uterine haemorrhage ('abnormal uterine bleeding') and foetal malposition ('had c section because baby turned') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure coils remained on the novasure system". The patient's medical history included endometrial polyp, endometriosis and stomach pain. Concurrent conditions included general anesthesia (underwent the essure procedure under general anesthesia) since 2009, allergy to metals (plaintiff has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, due to skin irritation and swelling), gastrointestinal disorder and bladder disorder. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("body rashes /rashes"), 5 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced menometrorrhagia ("menorrhagia/ metrorrhagia/ very heavy bleeding and spotting between her menstrual cycle"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder probs"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device expulsion ("she told me the coils went through my uterus and my cervix/ malposition of essure device location of device: uterus/ migration of essure device location of device: uterus/ expulsion of essure device"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), foetal malposition (seriousness criterion medically significant), abdominal pain lower ("cramping"), the first episode of alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain /chronic"), dysmenorrhoea ("dysmenorrhoea"), metrorrhagia ("metorhagia"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy rash/skin condition"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary probs "), vaginal infection ("vag. Infect"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), headache ("headaches"), migraine ("m igrai ne"), the second episode of alopecia ("hair loss"), nausea ("nausea"), anaemia ("anemia") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"), underwent cholecystectomy ("gallbladder out") and was found to have weight increased ("weight gain"). The patient was treated with surgery (c section , bilateral salpingectomy, d&c, hysteroscopy, novasure, endometrial ablation and removal of foreign body on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes),removal of spring and salpingectomy (bilateral removal of fallopian tubes),removal of spring and fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine haemorrhage, foetal malposition, device expulsion, pregnancy with contraceptive device, menometrorrhagia, cholecystectomy, back pain, female sexual dysfunction, weight increased, pelvic pain, dysmenorrhoea, metrorrhagia, dermatitis allergic, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection, cystitis, urinary tract infection, vaginal discharge, headache, migraine, the last episode of alopecia, nausea, anaemia and fatigue outcome was unknown, the rash, abdominal pain lower, abdominal pain upper and dyspareunia had not resolved and the menorrhagia and vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anaemia, back pain, bladder disorder, cholecystectomy, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, foetal malposition, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff was prescribed hydrocortisone cream 2.5% and instructed to follow up with dermatology. Upon completion of the novasure procedure, doctor discovered that one of plaintiff essure coils remained on the novasure system. Discrepancy as per pfs date(s) of insertion: (B)(6) 2009. Discrepancy noted in date of essure removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Pathology test - on (B)(6) 2016: final diagnosis. A) endometrial polyps: polypoid fragments of secretory endometrium, endocervical glands, squamous metaplasia and mature squamous mucosa. A. Left tube with essure (salpingectomy): 1. Endometriosis of the fallopian tube. 2. Metal device, consistent with essure, gross evaluation. B. Right tube with essure (salpingectomy): 1. Fallopian tube with no diagnostic abnormalities. 2. Metal device, consistent with essure, gross evaluation. Quality-safety evaluation of ptc: unable to confi. Amendment: the report was amended for the following reason: upon internal review on (18-aug-2020) two cases (B)(4) were identified as a duplicate of this current case and will be marked for deletion. All information is transferred to this remaining case ((B)(4)). Transferred information from first duplicate case ((B)(4)) includes events: device breakage /some portion of the essure device left both in the right and left cornua, fallopian tube perforation, she told me the coils went through my uterus and my cervix/ malposition of essure device location of device: uterus/ migration of essure device location of device: uterus/ expulsion of essure device, pregnant with essure micro-insert, menorrhagia, stomach pain, had c section because baby turned, gallbladder out, device ineffective, back pain, apareunia, dyspareunia weight gain, pelvic pain /chronic, dysmenorrhoea, metorhagia, allergy rash/skin condition, abdominal pain, bladder probs, urinary probs ,vag. Infect, bladder infect, uti, vag. Discharge, headaches, migraine, hair loss, nausea, anemia, fatigue and abnormal bleeding (vaginal, menorrhagia). Also reporters, medical history and references were added. In addition, transferred information from second duplicate case ((B)(4)) includes reporters, references and source documents. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage /some portion of the essure device left both in the right and left cornua'), fallopian tube perforation ('perforation fallopian tubes'), uterine haemorrhage ('abnormal uterine bleeding') and foetal malposition ('had c section because baby turned') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "essure coils remained on the novasure system". The patient's medical history included endometrial polyp, endometriosis and stomach pain. Concurrent conditions included general anesthesia (underwent the essure procedure under general anesthesia) since 2009, allergy to metals (plaintiff has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, due to skin irritation and swelling), gastrointestinal disorder and bladder disorder. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("body rashes /rashes"), 5 years 9 months after insertion of essure. On (B)(6) 2015, the patient experienced menometrorrhagia ("menorrhagia/ metrorrhagia/ very heavy bleeding and spotting between her menstrual cycle"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder probs"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device expulsion ("she told me the coils went through my uterus and my cervix/ malposition of essure device location of device: uterus/ migration of essure device location of device: uterus/ expulsion of essure device"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), foetal malposition (seriousness criterion medically significant), abdominal pain lower ("cramping"), the first episode of alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain /chronic"), dysmenorrhoea ("dysmenorrhoea"), metrorrhagia ("metorhagia"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy rash/skin condition"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary probs "), vaginal infection ("vag. Infect"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), headache ("headaches"), migraine ("m igrai ne"), the second episode of alopecia ("hair loss"), nausea ("nausea"), anaemia ("anemia") and fatigue ("fatigue"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"), underwent cholecystectomy ("gallbladder out") and was found to have weight increased ("weight gain"). The patient was treated with surgery (c section , bilateral salpingectomy, d&c, hysteroscopy, novasure, endometrial ablation and removal of foreign body on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes),removal of spring and salpingectomy (bilateral removal of fallopian tubes),removal of spring and fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine haemorrhage, foetal malposition, device expulsion, pregnancy with contraceptive device, menometrorrhagia, cholecystectomy, back pain, female sexual dysfunction, weight increased, pelvic pain, dysmenorrhoea, metrorrhagia, dermatitis allergic, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection, cystitis, urinary tract infection, vaginal discharge, headache, migraine, the last episode of alopecia, nausea, anaemia and fatigue outcome was unknown, the rash, abdominal pain lower, abdominal pain upper and dyspareunia had not resolved and the menorrhagia and vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anaemia, back pain, bladder disorder, cholecystectomy, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, foetal malposition, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff was prescribed hydrocortisone cream 2.5% and instructed to follow up with dermatology. Upon completion of the novasure procedure, doctor discovered that one of plaintiff essure coils remained on the novasure system. Discrepancy as per pfs date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Discrepancy noted in date of essure removal: (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Pathology test - on (B)(6) 2016: final diagnosis a) endometrial polyps: polypoid fragments of secretory endometrium, endocervical glands, squamous metaplasia and mature squamous mucosa. A. Left tube with essure (salpingectomy): 1. Endometriosis of the fallopian tube. 2. Metal device, consistent with essure, gross evaluation. B. Right tube with essure (salpingectomy): 1. Fallopian tube with no diagnostic abnormalities. 2. Metal device, consistent with essure, gross evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "essure coils remained on the novasure system". The patient's concurrent conditions included general anesthesia (underwent the essure procedure under general anesthesia) since 2009 and allergy to metals (plaintiff has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, due to skin irritation and swelling). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 9 months after insertion of essure, the patient experienced rash generalised ("body rashes"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menorrhagia/ metrorrhagia/ very heavy bleeding and spotting between her menstrual cycle"). On (B)(6) 2015, the patient experienced rash ("rashes"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (d&c, hysteroscopy, novasure, endometrial ablation and removal of foreign body on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, menometrorrhagia and rash outcome was unknown and the rash generalised, abdominal pain lower and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, menometrorrhagia, rash, rash generalised and uterine haemorrhage to be related to essure. The reporter commented: plaintiff was prescribed hydrocortisone cream 2.5% and instructed to follow up with dermatology. Upon completion of the novasure procedure, doctor discovered that one of plaintiff essure coils remained on the novasure system. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported adverse events including abnormal uterine bleeding. A d&c, hysteroscopy, novasure, endometrial ablation and removal of foreign body was performed approximately 7 years after placement. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the event after essure insertion and surgery to remove essure was required. Considering event's nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "essure coils remained on the novasure system". The patient's concurrent conditions included general anesthesia (underwent the essure procedure under general anesthesia) since 2009 and allergy to metals (plaintiff has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, due to skin irritation and swelling). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 9 months after insertion of essure, the patient experienced rash generalised ("body rashes"). On (B)(6) 2015, the patient experienced menometrorrhagia ("menorrhagia/ metrorrhagia/ very heavy bleeding and spotting between her menstrual cycle"). On (B)(6) 2015, the patient experienced rash ("rashes"). On (B)(6)2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (d&c, hysteroscopy, novasure, endometrial ablation and removal of foreign body on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage, menometrorrhagia and rash outcome was unknown and the rash generalised, abdominal pain lower and alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, menometrorrhagia, rash, rash generalised and uterine haemorrhage to be related to essure. The reporter commented: plaintiff was prescribed hydrocortisone cream 2.5% and instructed to follow up with dermatology. Upon completion of the novasure procedure, doctor discovered that one of plaintiff essure coils remained on the novasure system. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported adverse events including abnormal uterine bleeding. A d and c, hysteroscopy, novasure, endometrial ablation and removal of foreign body was performed approximately 7 years after placement. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented the event after essure insertion and surgery to remove essure was required. Considering event's nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.